Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: loss of insufflation. Probable root cause: pressure sensor malfunction / out of calibration; software malfunction; use error; system design; unwanted movement of internal components / wiring; power button inadvertently turned off; tubeset/gas supply inadvertently detached/loose; loss of power; pressure button does not disengage; electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge; power supply malfunction; flow sensor malfunction; leaks from internal connections or seals; ppv failure; manufacturing/ service error . The reported failure mode will be monitored for future reoccurrence. The device manufacture date is not known. H3 other text : 81.

Event description:
It was reported that there was loss of insufflation during surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of insufflation during surgery.